Event description:
Explant of medtronic vvi pacemaker and lead. Lead diagnostic r wave 2.3mv, bipolar impedance 216 ohms, unipolar impedance 480 ohms, insulation leak. Implanted medtronic lead model 5076 - 52cm.